Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received operational but with a damaged power switch. The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical ground bond test. No problems were found during an internal inspection. The ground bus resistance was measured and found to be within specification. The assignable cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. The assignable cause for the damaged power switch was determined to be a faulty power switch. The device evaluation was completed prior to product surveillance being notified the home patient had passed away, which was the reason for discontinued use. The rite failure would not have contributed to the patient death. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially, the customer discontinued use of the homechoice (hc) machine and returned it to baxter for an unknown reason. During a follow up to the facility on 11/29/2010, it was revealed that the homechoice device was returned because the patient had expired. Per the facility, the patient had no access sites for therapy available, therefore, they were unable to perform dialysis. Follow-up information received from baxter's global pharmacovigilance on 12/1/2010 indicates: on (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy with dianeal pd4 ambuflex. In (B)(6) 2010, the patient was determined to have experienced fungal peritonitis. In (B)(6) 2010, the patient was diagnosed with a recurrent peritonitis. The cause of the peritonitis events was determined to be a break in aseptic technique. The patient was non compliant with using proper technique during therapy. The patient reportedly was experiencing other health issues during his hospital stay. In addition to the patient's health issues, the patient's pd catheter was not functioning well. On (B)(6) 2010, the patient was transferred to a different hospital to have his catheter removed. Reportedly, on (B)(6) 2010, the patient experienced a cardiac arrest and expired while hospitalized. It is unknown if an autopsy was performed. Per the nurse, the patient's pd catheter was never removed, and pd therapy continued to the time of the patient's death. The nurse clarified that no access sites were available for hemodialysis (hd) prior to the start of pd therapy, and the inaccessibility of hd was the reason the patient was initially started on pd therapy. The nurse did not think baxter solutions or devices caused or contributed to the patient's death.